Event description:
It was reported that one of intensive care unit nurses communicated when they first pulled the straight catheter tray paper back the catheter was exposed and not within the sterile kit. This nurse says it¿s happened with 2-3 kits lately. Spoke with nurses on 4a who stated they have had the same issue at least 7 times within the last 2 weeks. One nurse says the catheter tip fell out as soon as the package was pulled from the plastic sleeve.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the one photo returned sample noted one opened (without original packaging), intermittent catheter tray. Visual inspection of the one photo sample noted that upon removal of the outer sterile wrapper, the straight tip of the catheter was protruding from the sterile wrapper, indicating a potential breach of sterile packaging integrity. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Correction: d,e,f,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one of intensive care unit nurses communicated when they first pulled the straight catheter tray paper back the catheter was exposed and not within the sterile kit. This nurse says it¿s happened with 2-3 kits lately. Spoke with nurses on 4a who stated they have had the same issue at least 7 times within the last 2 weeks. One nurse says the catheter tip fell out as soon as the package was pulled from the plastic sleeve.